Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to an infection. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.